Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was a kink in the sheath or locator. The following information was provided by the user facility: when the locator was inserted into the insertion sheath, resistance was felt, when the coil was visually checked, a kink in the locator or insertion sheath was found, so the angio-seal device was not used and hemostasis was successfully achieved by manual compression. The physician had completed the training process on the device prior to this case. The puncture site was the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 8 fr. It was reported that there was no health damage to the patient. Additional information was received on 12/25/2017: it was reported that the kink was in the sheath. When the locator was inserted into the insertion sheath, resistance was felt, when the coil was visually checked, a slight kink in the insertion sheath was found.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the corrected MFR report number. In the follow up 1 the MFR report number was stated to be 3013394970-2070-00698 however, the correct number should be 3013394970-2017-00698.